Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluating the customer¿s device, stryker observed that the device failed to deliver defibrillation. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker determined the cause of the reported issue was a disconnected white energy capacitor wire from a spade connector designated j18. Once the wire was reconnected, the issue was resolved. The returned device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluating the customer¿s device, stryker observed that the device failed to deliver defibrillation. There was no patient involvement reported during the event.